Event description:
Notes from the distributor: acetabular loosening. A titanium neck was removed pha0-1222. Cultures taken. Mom. Cup replaced with a stryker one. Primary was said to have been done in california, at a specific hospital but there was no record of this primary. Neck traded out to a cocr one and our head was used (36 mm) with a stryker cup.